Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and device came in for "vent inop". Confirmed the complaint. Found error codes 194 and 195. Upgraded the software to the current version to address the issue. The unit was ready for final testing and passed final repair test.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for further evaluation. The manufacturer confirmed the reported of device ventilator inoperative condition. And observed the multiple error codes. The manufacturer cleard the log and upgraded the software to the current version to address the issue. The device passed final repair test.